Manufacturer narrative:
E1 - initial reporter phone :(B)(6). B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified the device was last serviced in sep-2023 and there was no indication the complaint was related to previous service of the device. Visual inspection was performed, and fluid ingression was found at the bottom of the rear case and some traces on the mainboard. The mainboard was replaced.

Event description:
It was reported that the device exhibited error: 41628. There was unknown patient involvement.